Event description:
Account stated no head up intermittently. No injury reported.

Manufacturer narrative:
Account stated he swapped head up valve and the issue returned. After isolating coils, account found he swapped the wrong valve. Account swapped the head up valve to resolve this issue.